Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The device passed the self test along with the displacement and unexpected restart error test. All of the device's operating currents tested within the specification range. The off no power test also passed. The insulin pump was received with moisture damage on its electronics assembly, cracked battery tube threads, cracked reservoir tube lip, and a severely scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer dropped their insulin pump in water two days ago. The patient's blood glucose at the time of incident was 9.1 mmol/l. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display; the fluid resembled tiny dew drops. A self test was performed and the device passed. However, the insulin pump was returned for analysis and a replacement device was shipped to the customer.